Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system, with the implant outside of the sheath. The implant was consistent with the reported information. Analysis of the implant, tip, core wire, sheath, hub/valve included microscopic and visual inspection. Inspection revealed shaft buckling (numerous kinks) at 4cm from the tip, tip damage (tricuts flared and bent/abrasions), sheath damage (abrasions), and anchor damage.

Event description:
It was reported recapture difficulty occurred and the delivery system became damaged. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device was inserted into the watchman access system. Upon deployment, there was resistance and the closure device could not be deployed in the intended position. It was attempted to be fully recaptured several times, but there was resistance and the delivery system became kinked and buckled. It was eventually able to be recaptured and removed from the patient. Another watchman laa closure device was used and successfully implanted. There were no patient complications.